Event description:
A patient was connected to a biphasic positive airway pressure (bipap) vision non-invasive ventilator and a datex-ohmeda inovent nitric oxide delivery system. The inovent alarmed and stopped delivering nitric oxide. The pt's oxygen saturation dropped to the 30-40% range. Anesthesia was called and the patient was intubated and placed on another ventilator. The inovent therapy was resumed at 80ppm using another ventilator instead of the bipap vision.